Event description:
The customer reported that he was hospitalized due to low blood glucose levels. The customer did not know the blood glucose reading at the time of admission. The customer stated that he passed out and was unaware of what was going on. Troubleshooting was performed, and the insulin pump was programmed correctly. The reservoir volume was also correct. The customer stated that the insulin pump was not exposed to high magnetic fields. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.